Event description:
It was reported by the affiliate that during a laparoscopic cholecystectomy procedure, clips fell out of device. Another device was used to complete the procedure. There were no adverse consequences for the patient. Followup performed provided the following: the clip applier that was faulty was loaded ready for use and introduced into the patient to clip the cystic duct. When putting it in position it appeared loose. The surgeon attempted to close it in the usual fashion which it did to a degree. The same happened with the second clip. We tried once more and as it was loose in the applier it was removed and another applier opened and used. The second applier worked perfectly. All loose clips were retrieved.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.